Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that pt has been having issues while recharging their implant (ins). Caller stated that the recharger is becoming hot and the cord appears to be loose where it connects to the paddle. Caller stated that pt has called patient services in the past about this issue but was redirected to follow up with their hcp. Caller also stated that when pt charged their ins the controller displays "finished" before the ins is truly finished charging and is at 90%. Caller stated that when the pt stops charging the ins the ins battery level changes significantly and drops as if it did not charge. Pt confirmed that this issue began a while ago. Tss reviewed information and sent an email to repair to replace the recharger.